Manufacturer narrative:
Medtronic investigation of returned suspect x-ray relay was unable to replicate the reported issue. Standalone pcb and relay bench tested good, 15 vdc present at tp 7, 113 vac present at tp 24 and 380v into board. Fans and leds all functioning as expected. Relay and varistor tested good.

Manufacturer narrative:
On 8/10/2016 a medtronic fse visited the site and confirmed the system wouldn't boot. He replaced the x-ray relay and fuses above stand alone board. System passed all testing after replacements. System fully functional and ready for use.

Event description:
A medtronic field service engineer (fse) reported that the site moved the o-arm using their own moving company. When unloading the system it would no longer turn on. This was reported outside of surgery, no patient present.